Event description:
It was reported that intermittent cartridge alarms occurred. Additionally, cartridge change errors occurred. There was no reported impact to the customer's blood glucose (bg) level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.